Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the customer reports that the clips didn't work well. The clamp was changed many times. The clamp didn't recharge every time and the clips didn't adhere on the tissues. Another device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch #t9408x. Investigation summary: the analysis results found that the mcs20 device was returned with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the one remaining clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.